Manufacturer narrative:
Unit had intermittent button response due to flattened buttons dome switch. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump's buttons were unresponsive. Customer's blood glucose level was 5.8 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.